Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with peritonitis which resulted in hospitalization that same day. The cause of the peritonitis was not reported; however, the consumer and nurse reported that the patient had followed his peritoneal dialysis procedure, wore a mask, cleaned the exit site, did not reuse disposables, and had not mistakenly caused contamination during the time preceding the event. Treatment for the event was not reported. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering. Therapy with dianeal pd4 ambuflex was ongoing. Concomitant medications were not reported. The nurse stated the peritonitis was not related to dianeal pd4 ambuflex therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11d08010 and h11b21116 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.